Event description:
It was reported that the patient underwent a gynecological procedure to treat pelvic organ prolapse and mesh was used. The patient experienced mesh erosion, pain, infection, dyspareunia and other injuries following the procedure, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure in order to treat pelvic organ prolapse and stress urinary incontinence on (B)(6) 2007 and mesh was used. It was reported that the patient underwent a mesh revision on (B)(6) 2007. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-04314. The same patient is represented in each medwatch.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat a grade 2 cystocele, a grade 1 rectocele, urethral hypermobility, and stress urinary incontinence.